Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Reportedly, the customer did not know the cause of the low bg, but stated that they were a brittle diabetic. Reportedly, the customer ate carbs to address the low bg. A system check performed by tandem technical support indicated that the pump was functioning as expected. A recommendation was made for the customer to discuss bg levels with healthcare provider.